Event description:
It was reported that during a tonsilectomy, the extended insulation at the tip of the blade electrode split. There was no patient injury and the outcome of the procedure was not altered.